Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the lower extremity. The hi-torque (ht) command es guide wire was being advanced without resistance when the guide wire broke at the infrapopliteal arteries under local anesthesia. This required a specimen retrieval pouch to collect the broken piece. Another device was used to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational context. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to operational circumstances. It was reported that the guide wire separated during advancement. Factors that may contribute to core separation during use includes, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. In this case, analysis of the returned wire noted the core was bent at the separation. This type of damage indicates the wire was possibly manipulated against resistance. Separation of the wire would impact its deliverability, likely contributing to the failure to advance. The separated portion of the wire was removed from the patient¿s anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.